Event description:
Customer reported a failure of low battery. Customer did not have info whether incident occurred during pt infusion. Customer did not have info if there were pt injuries associated with this report or if there were pt injuries associated with this report or if there have been incident reports filed since the last baxter service event.